Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (8l25998), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by sales rep that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the suture on the 5.5mm healx adv sp peek anchor device got jammed and they had to take two of the distal dynacord strands out in order to shuttle the 4 proximal through. According to the report, the event occurred while trying to load six tails of dynacord (4 short tails in the proximal kite and 2 short tails in the distal kite). When they pulled the blue kite to shuttle the suture through the anchor, the it was a struggle but they were still able to use the anchor. There was no adverse patient consequences reported. No additional information was provided.